Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the syringe was found broken upon opening the package. It was later reported via email on (B)(6) 2018 from (B)(6), ((B)(4) representative),the syringe was prefilled.

Event description:
It was reported that the syringe was found broken upon opening the package. It was later reported via email on 07 december 2018 from anori ishii (medicon representative),the syringe was prefilled.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found that there was a break at the tip of the syringe. The broken part (tip of the syringe) remained at the inflation valve of catheter. How and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿3) using aseptic technique, position the needle-less syringe (slip-tip type or luer-lock type) in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port. 4) aspirate desired volume of urine. After sampling, detach the syringe. Ensure that the rubber stem of the sampling port has returned to its original position. 5) unkink tubing. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."